Event description:
It was reported the patient is unable to communicate with or charge his ipg due to lack of recharge. The last time the patient charged his ipg was approximately 3 months ago. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.